Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did cartridge fall off of device into patient? If so, was the cartridge retrieved?

Event description:
It was reported that during surgery, surgeon had a lot of trouble getting reload to stay in cartridge half of echelon. One cartridge was still inside patient. No patient consequence reported.

Manufacturer narrative:
(B)(4) date sent: 4/9/2021 d4: batch # u5dm5g h6: component code: mechanical(g04) investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received with the one-piece sled detached and unfired, with damaged noted on the reload notches. This damage is consistent with an attempt to load the reload on the device. The returned reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional information was requested, and the following was obtained: did cartridge fall off of device into patient? If so, was the cartridge retrieved? Yes, it was retrieved, no cartridge was left in patient. No harm to patient reported.